Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, there was no pressure readings displayed due to a fiber optic sensor failure. The console was switched out with a different one, but the issue did not resolve. Therapy was continued using the central lumen to obtain the pressure. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing, pressure tubing and two non-maquet sheaths were also returned separate from the iab. Four catheter tubing kinks were observed along the length of the catheter at approximately 76.2cm, 69.6cm, 57.9cm and 48.3cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. An optical fault locator was used to detect any breaks along the length of the optical fiber. No breaks were detected. A 0.025" laboratory guidewire was inserted through the inner lumen. No obstruction was felt. The reported alarm and difficulty monitoring pressure were most likely caused by the sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to the respective supplier in order to determine a root cause. The evaluation confirmed the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a